Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error was observed. The internal battery needs to be replaced to return the device to normal operation, however no repairs will be performed, as the device is to be scrapped.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery error was observed. The internal battery needs to be replaced to return the device to normal operation, however no repairs will be performed, as the device is to be scrapped. The device UDI was incorrectly reported in the initial submission, the correct information has been updated in box d; in this report.